Event description:
It was reported that when the patient presented in the operating room for a device change out due to eri, externalized conductors were observed on previously capped lead. The lead was capped due to noise. The patient was in good condition following the procedure.